Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. The cause of bg was unknown. Bg was addressed with carbohydrates and by the customer setting a temporary basal rate. Recommendation was made by tandem¿s technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. Cgm alert 3 (cgm glucose reading below the user threshold) annunciated at 7:04pm on (B)(6) 2017. There were no irregular bolus deliveries requested. There were no erratic basal rate adjustments. User programs boluses with insulin on board, this may be a contributing factor. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.